Event description:
In 2001, a lethargic, confused and unresponsive patient read 80 mg/dl on the assure bgm. Patient was given a blood glucose-lowering drug. Patient was then taken to the emergency room, where the patient read 40 mg/dl. The following day, the same lethargic and unresponsive patient read 83 mg/dl at the facility. The patient was again taken to the ER and read approximately 40 mg/dl.